Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The irritation was described as itchiness. The patient reported the skin irritation was due to an allergic reaction. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient used bepanthen ointment and was prescribed solmycin+celestan/v ointment by the dermatologist. The medical outcome is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The irritation was described as itchiness. The patient reported the skin irritation was due to an allergic reaction. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient used bepanthen ointment and was prescribed solmycin+celestan/v ointment by the dermatologist. The medical outcome is unknown. Supplemental report 9/16/2021: submitting report to correct section g4.